Manufacturer narrative:
This event occurred in (B)(6). Service found that the mixer was slightly misaligned. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for either elecsys tsh (tsh), hcg+b or estradiol iii on a cobas e 411 immunoassay analyzer. On (B)(6) 2020 patient 2 initial hcg+b result was 0.208 miu/ml. On (B)(6) 2020 the repeat result was 570.5 miu/ml with a data flag. The initial result for this patient was reported outside of the laboratory. On (B)(6) 2020 patient 1 initial tsh result was 0.022 uiu/ml with a data flag. The repeat was 2.41 uiu/ml. On (B)(6) 2020 patient 3 initial estradiol iii result was 3000 pg/ml with a data flag. The repeat result was 5.00 pg/ml with a data flag. The sample was repeated again with dilution and the result was 70.56 pg/ml. The tsh reagent lot number was 47390601. The expiration date was not provided. No other reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
Qc recovery was acceptable. The investigation found the issue was caused by the service findings and an unknown pre-analytical handling issue.